Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak at the connection was confirmed and was observed to be caused due to damaged luer connectors. 5 sealed and two opened 20 ga x 1 in huber plus infusion sets were returned for investigation. One of the opened samples was returned with the safety mechanism activated and a infusion cap attached to the proximal luer connector. The second opened sample was returned without the proximal luer cap and without the sample mechanism activated. The packaging of the sealed samples were observed to be warped. The seals appeared to be intact. All of the y sites were observed to be deformed and oval shaped. An iso compliant taper gauge was used to test the proximal luer on the samples and 3 of the 7 samples were within specification. Based on the warped packaging, deformed y-site and proximal luer connectors, the damage appears to have been caused by exposure to excessive heat, and the damage was most likely associated with shipping or environmental conditions outside bd control. A lot history review (lhr) of recq2232 showed six other similar product complaint(s) from this lot number.

Event description:
It was reported that a problem occurred with the huber plus 1 inch port needle leaking from the smart site. It was stated, "when you look into the package they look like the batch are faulty, the smart site looks oval in appearance." Returned were 7 lot sample devices. This report addresses the first device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recq2232 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a problem occurred with the huber plus 1 inch port needle leaking from the smart site. It was stated, "when you look into the package they look like the batch are faulty, the smart site looks oval in appearance."